Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during filling, the cadd cassette, leakage of the solution occurred near the connection between the tubing and the bag. There was no patient involvement. No other adverse consequences were reported.